Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: several inexplicable reboot events, which can be indicative of the type of power issue that was reported, were observed in the black box data. The returned battery cap was free of damage. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery cap contact measurements were within the specifications. The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: the display screen visual was discolored due to an unidentified display failure. The battery compartment was observed to be cracked from the grip pad to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use, the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.